Event description:
The representative reported that the patient had developed an infection (onset date was unknown). Scar tissue had formed after implant; specific details were unknown. There had been a lack of therapy benefit; the patient had received ineffective motor cortex stimulation. The device had not been used for most of the implant duration prior to total system replacement. Additional information has been requested from the physician.

Manufacturer narrative:
As a result of late reporting by the company representative, this report is being submitted. The representative has been retrained.